Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports revision surgery for the left femoral. This pc reports infection after the revision surgery. It was reported that on (B)(6) 2013, the primary surgery was performed via tha for the left femoral. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2022, via tha and femoral orif due to the peri-stem fracture. On (B)(6) 2023, the infection was confirmed. On (B)(6) 2023, the affected area was cleaned and scratched. On (B)(6) 2023, it was confirmed that the patient is under observation with oral medication cravit. On (B)(6)2023, the sales reported the voluntary recall of the product in question which was used in the surgery and asked the surgeon to confirm whether or not the patient was infected. The surgeon commented that the causal relationship was unknown, but that the patient was infected. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) after further review of the complaint, it has been confirmed that the product reported catalog number 831230 is not sold in the us.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4).. Mrn 1818910-2023-10607 was reported in error. The product code 831230 was identified to not be sold or marketed in the us. Additionally a similar device is also not sold or marketed in the us. Therefore, regulatory reporting to the us FDA is not required and our decision to report has been modified to not reportable.